Event description:
It was reported that "during perm-cath insertion in interventional radiology, while guidewire and introducer were removed from the peel-away sheath, the closure valve did not operate properly, and allowed air to enter the venous system."

Manufacturer narrative:
Method: a review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device was unavailable for evaluation. Without examination of the device involved in the event we are unable to determine the cause or factors which contributed to this event.